Event description:
Related to MFR report # 2183959-2012-01248, 2183959-2012-01247. It was reported that, in (B)(6) 2007 the patient had a hysterectomy with bilateral salpingo-oophorectomy and pelvic lymph node dissections for endometrial cancer. Additionally at that time, an anterior and posterior repair with an perigee and another mesh graft was implanted along with a suburethral sling. In (B)(6) 2007, the patient had a revision of the implanted mesh due to erosion. The report indicates that the patient had pain in the left upper leg and groin area after the procedure.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.